Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. Patient presented to clinic with symptoms of fatigue. Upon interrogation, the device was found to be in back up-vvi mode. A device download was performed successfully. No patient adverse event was reported.